Event description:
End user fell while ambulating with the crutches. Sutures were required to repair a laceration to his lip.

Manufacturer narrative:
The end user had been using the crutches for 3 days due to a fractured ankle. He was non weight bearing on his right leg. He reported that while ambulating on a carpeted surface, the washer inside the tip came out causing him to fall and cut his lip on a cabinet. Sutures were required to repair the laceration. The sample was returned and evaluated. The washers were missing from within both crutch tips but there was evidence that they had been there initially. One horizontal slit was identified on the outer side of each tip, approx 0.5 inches above the bottom of the tip. The length of the slit coincides with the diameter of the washer. The purpose of the washer is to prevent the crutch tube from puncturing through the tip to the walking surface. The inside of each tip was inspected. The inside of each tip was inspected and the surface where the washer sits was intact and not compromised in any way. The exterior surface of the base showed minimal wear, indicative of a few days of use. There were no rips, tears or damage to this surface. The returned crutches as well as a new pair from inventory were tested. Both pairs functioned as intended. There were no concerns related to stability with either pair. We were unable to determine how the missing washers caused or contributed to the end user falling. We have not had a similar incident reported for this device. However, due to the reported fall and subsequent need for intervention, this medwatch is being filed.